Event description:
A physician reported that, following intraocular lens (iol)implant procedure, in a postop visit it was noted that the iol was dislocated. On exam, the iol haptics were noted to be damaged/ broken and encased by the dexamethasone intraocular suspension in the eye. The iol was exchanged in secondary procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).